Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was alarming that a power system error (back up battery fails) was detected every 4 hours. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to non-sleep anomaly software error. Insulin pump passed the displacement test, sleep current test and active current test.